Manufacturer narrative:
Additional information: the device was received for evaluation. During visual inspection, the spike was observed separated from the tubing. Upon closer visual evaluation, the tubing had an applicable solvent mark in the area and therefore, it was determined there was no lack of solvent. The reported condition was verified. Due to the nature of the sample no functional testing was performed. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the blue end cap of a clearlink blood recipient set fell off ¿on its own¿ while it was being filled with blood which caused the blood to spill out. This was identified after spiking the bag in ¿port #4¿ (no further detail). There was no patient injury or medical intervention associated with this event. No additional information is available.